Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in (B)(6) 2013 a patient had an open fracture of tibia and a bone defect about 60cm and up due to an accident. The doctor performed an external skeletal fixation and used cement as primary fixation. On (B)(6), 2013, after the soft tissue was stabilized, the doctor harvested the autogenous bone from the femur by ria (reamer-irragator-aspirator) and replants it to lost part of tibia. He then performed an external skeletal fixation and a plate as second stage fixation. On (B)(6), 2013, the patient stood up to use a shower, and then had a screw driver fracture of the femur that was harvested the autogenous bone. On (B)(6), 2013, the doctor fixed with a nail for screw driver fracture of femur. It is a plan to the follow-up for a while. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: additional product code: hrx. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.